Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was taken place (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿replace generator soon¿ message was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed the device had normal battery depletion to end of lifecorrection: d9, h2, h3, h10 updated as product was returned.